Event description:
It was reported that the ilet pump¿s screen was shattered, resulting in a damaged display that impeded normal use. Symptoms included no adverse clinical effects. Outcomes included the user continuing therapy on backup treatment without interruption. Investigation included remote troubleshooting and user education. Investigation of this case revealed physical damage to the display component consistent with external impact, with no associated device alarms or functional anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external physical damage unrelated to device manufacturing or design.